Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's mother reported, the pt's blood glucose was elevated to 335 mg/dl at 7:20 pm on (B) (6) 2010. She attempted to program a bolus and found the up button was damaged. She was able to program the bolus and the pt's blood glucose decreased to 206 mg/dl at 11.00 pm. The pt's normal blood glucose range is 100-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.